Manufacturer narrative:
Product analysis the device was flushed, and a 0.014¿ guidewire was loaded an indeflator was used to inflate the balloon but it would not hold pressure. A pinhole leak was found on the proximal end of the balloon medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the ab14w040020090 nanocross 014 percutaneous transluminal angioplasty balloon, the balloon would not hold pressure during inflation. After removal from the patient and inflation on the back table, a pin hole was observed in the balloon, resulting in contrast leakage and inability to maintain set pressure. The device was safely removed from the patient, and a new ab14w040020090 nanocross balloon was used to complete the procedure. Additionally, a ab14w030020090 nanocross 014 percutaneous transluminal angioplasty balloon was intended to be used, but an air leak at the hub was noted when pulling negative to prep the balloon for insertion. Continuous leaking of saline from the hub of the catheter was observed. The ab14w030020090 nanocross balloon was not used in the patient. A new ab14w030020090 nanocross balloon was used to complete the procedure. No patient complications have been reported as a result of this event.